Event description:
It was reported that the there was an error code 14 and the healthcare professional (hcp) could not move past the error after troubleshooting. Additional information received reported that hand piece could not be used due to patient anatomy. The patient was not treated and there was no patient injury.

Manufacturer narrative:
(B)(4): analysis of the hand piece, model #8929, lot # 119762, found no anomaly.